Event description:
The omentum was dissected away from the gallbladder. The gallbladder fundus and neck were grasped with ratchet clamp and the neck was site of impacted gallstone. The cystic duct and cystic artery were dissected. Cystic duct was divided between vascular clips. Remaining stump clipped 3 times. The cystic artery was also dissected, clipped with vascular clips. Problems with vascular clips. The ligamax 5mm endoscopic clip applier was sticking and tearing tissue. Surgeon had to change second one. Then surgeon was able to apply 3 clips proximally and 1 clip distally, then the cystic artery was divided and secured.